Event description:
It was reported to baxter (B)(4) that the reservoir of a basal/bolus infusor had ruptured during filling. The device was being filled with ropivacaine hydrochloride and saline. There is not report of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
The sample has been received for evaluation; however, the evaluation has not yet been completed. Once the device evaluation is completed, a follow-up report will be submitted. (B)(4).